Event description:
During lead insertion perforation of right innominate vein occurred resulting in mild hemothorax. Due to limited pulmonary reserve subject was transferred to ICU and aggressive inhaler treatments, theodur, steroids, oxygen were initiated and continued as well as usual cardiovascular meds. Pt recovered slowly and was discharged on 5/7/00.